Event description:
Osteoarthritis had deteriorated my gait pattern and I received a zimmer nexgen cr for a total right knee arthroplasty. Within 4 months, my surgeon suggested a revision rtka be performed, since this implant failed. He stated that he didn't know why this implant failed. I experienced severe swelling. Also, I had more pain whenever I rested the right knee than I experienced while walking. Currently, my ability to walk has been decreased severely to in home distances (I live in a 25 foot rv fulltime). Dates of use: #1: (B)(6) 2011 - (B)(6) 2011 and #2: (B)(6) 2011 - (B)(6) 2011.